Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign material on the plastic distal end cover, the image guide protector, and the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign objects had adhered to/clogged the plastic distal end cover, the image guide protector, and the bending section cover, but it was not possible to identify the foreign objects. It is unclear if reprocessing was completed according to the instructions for use. There was no physical damage in the area where the foreign object remained. The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.